Manufacturer narrative:
The patient required revascularization of the target lesion and target vessel. The patient was hospitalized for 2 days. This is being reported as a follow-up to the clinical study. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 1.6 mg; therapy date: (B)(6) 2015; adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 14j0860401; expiration date: 03/15/2015. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure to treat a 20mm, 90% stenotic denovo lesion of the right mid-sfa. The lesion was predilated with a 4 x 20 mm balloon and inflated to 10 atm, resulting in residual 70% stenosis. Then, a 6 x 40 mm stellarex balloon was inflated to 8 atm, resulting in residual 20% stenosis. There were no complications and patient was discharged on (B)(6) 2015. On (B)(6) 2017, the patient was hospitalized with a complaint of worsening of pad in the right leg. The patient reported claudication pain in the right leg and was diagnosed with high grade stenosis in the right sfa. On (B)(6) 2017, revascularization of the sfa was performed with pta and stent. The outcome of the event was resolved and discharged on the same day. The site assessed the event as not related to the procedure or the device.